Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
It was reported that " after application of the dressing duoderm extra-thin on the sacrum following a pressure ulcer (stage 1), the dressing rolled and redness appear extended to where the dressing rolled. Dressing placed according to the instructions: no fat in the area, heating of the dressing, redness appeared within few hours."